Manufacturer narrative:
(B)(4). Evaluation summary: this report is based on information provided by an engineering evaluation. One handle was received for evaluation. The returned sample did not meet specification. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture.

Event description:
According to the reporter: the device was used for a vats (video-assisted thoracoscopic surgery) lobectomy procedure. It could not recognized the cartridge on the handle. Cartridge assembled with adapter, no blinking green signal on the light about the reload symbol. Reinforcement material was used in conjunction with the device. No adverse event or injury were reported.